Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime/seating, basic occlusion, force sensor, and occlusion tests. No unexpected pump error 130, motor errors, or prime, rewind anomalies were noted during testing. Motor was tested outside the device, and it passed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia and the insulin pump had an insulin pump error alarm. The customer's blood glucose level was 400 mg/dl at the time of the incident. The customer reported that the insulin pump was beeping; however, they could not address the insulin pump at the time. The insulin pump made a squealing sound and displayed rewind required due to the insulin pump error alarm. The customer rewind the insulin pump, but the error recurred. The insulin pump was not exposed to a high magnetic field. The customer were able to clear the alarm but were not able to rewind the insulin pump. The customer was a little swinging dizzy. The customer reported that they do not feel okay for troubleshooting. The insulin pump was in auto mode at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.